Event description:
The account alleges that during a procedure, the valve of the prelude short sheath pops off causing the device to leak. No patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. During visual inspection, the valve cap and slit valve were detached from the sheath body. It is likely that the production operator inadvertently failed to properly seat the valve and valve cap during assembly, resulting in detachment during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.